Manufacturer narrative:
Reference to medwatch mw5163665.

Event description:
Possible pneumothorax after apnea testing on a brain dead patient. Medwatch sent from FDA, customer requested to remain anonymous, and FDA has stated they have released all information they can. (B)(6) 2024 is date of report. Date of event was left blank on report.